Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
During a pulsed field ablation (pfa) procedure, a farawave nav catheter was selected for use. It was reported that patient developed pericarditis approximately 24 hours after the index pfa ablation procedure conducted on (B)(6) 2025. The patient thus remained hospitalized from (B)(6) 2025 to (B)(6) 2025. Echocardiography imaging on (B)(6) 2025 showed 7mm maximum in relation to the right ventricles in diastole (subcostal stroke) and 8mm posterior to the right ventricle and left ventricle with dilated non-breathing inferior vena cava (ivc). In response to the event, initiation of colchicine 0.5 mg per day was given, with no invasive intervention required. No device malfunctions or deficiencies reported across the devices used in the procedure. The patient was discharged on (B)(6) 2025. The device is not expected to be returned.